Manufacturer narrative:
This is report 1 of 2 for this facility and aware date. The customer reported discordant results from a rapid result covid test system on an individual asymptomatic patient. Initial testing of the sample with the rapid result testing platform produced a positive result. A second test of the sample with the rapid result testing platform produced a negative result. No confirmatory testing was reported. No further action is deemed necessary at this time, as this event does not contribute to a significant deviation from the established performance characteristics of the product.

Event description:
This is report 1 of 2 for this facility and aware date. The customer reported discordant results from a rapid result covid test system on an individual asymptomatic patient.